Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to verify the reported issue. The stm found that the iab fill port male lure was very loose causing the autofill issues. To address the issue the stm tightened it and all test then performed as expected. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts full event site name: (B)(6).

Event description:
It was reported that autofill errors occurred on a cs300 intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.